Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 multiple pockets were failed. A field service engineer (fse) removed the rear panel, detached the pyxis bus cable, and performed standard drawer recovery by reseating the retractor band, position sensor, latch sensor, row board cable on the drawer controller board, and all row trays, followed by inspection and reinstallation of all cubies. The fse reassembled the drawer hardware, reconnected the pyxis bus cable, reinstalled the rear panel, rebooted the station, and launched the application. The fse addressed the customer-reported issue that the thermal printer printed unreadable characters. The tss verified that the printer hardware status appeared normal within the configuration administration application, removed and reinstalled the printer driver, rebooted the station, and confirmed correct and readable printer output by printing test reports. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, the printer was printing unreadable character and main drawer 3.1 multiple pockets were failed. Customer tried to reboot and recover the drawer, but issue was not resolved. However, there were no delays or adverse events or injuries reported based on this event.